Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Olympus received a medwatch mw5092563 report on (B)(6) 2020. It was reported that while the physician was performing an ebus (endobronchial ultrasound), the balloon on the end of the scope came off and fell in the patient's airway. The patient was under general anesthesia and was unaware at the time of the event. The balloon was retrieved from the patient with no harm or injury reported due to the event.